Event description:
The customer stated that he was hospitalized due to high blood glucose levels, dizziness and blurred vision. The customer's blood glucose reading at the time of admission was 598 mg/dl. Prior to the event, the customer began feeling sick after driving from louisiana to north carolina to visit family. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump failed the prime test, but passed the high pressure test. The insulin pump also alarmed during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.